Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was used on a transport and after cleaning the unit, the platform did not power on. The customer tried to replace the battery; however, same issue persisted. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. As a precaution measure the battery power cable was replaced to avoid the re-occurrence of the reported complaint. Damaged top cover, front enclosure and motor cover were noted during visual inspection. The autopulse platform is a reusable device and was manufactured in 04-17-2015 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. No problem was found in the archive data. The platform passed the initial functional testing without any fault or error. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover, front enclosure and motor cover were replaced, after which the platform passed both the run-in and final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).